Event description:
It was reported that the implant came loose from the implant holder after being jammed and caused the implant to fall on the floor. A second implant was available to finish the procedure this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the both devices, the aiming device and the zero-p passed functional testing. The malfunction was not able to be reproduced. Based on the provided information we are not able to determine to cause of this occurrence. We can only assume that the implant was not properly attached to the instrument or not enough pressure was applied.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.